Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to palpitations. Review of a remote monitoring transmission indicated that the right ventricular (rv) lead exhibited high thresholds.  The lead remains in use. No patient complications have been reported as a result of this event.